Event description:
It was reported that the drive support cap was sticking out, and insulin squirted out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to complete the occlusion and excessive no delivery alarm test due to motor error alarm. Motor was tested outside of the device and passed. Unit had cracked display window corners, cracked battery tube threads, scratched display window and missing end cap sicker.